Manufacturer narrative:
Investigation summary: a complaint of several sets being broken and kinked was received from the customer. A photo was provided for investigation of this defect. No kinks in the tubing was seen however, it was observed that the drip chamber was separated from the rest of the set. The customer complaint of tubing kinked could not be confirmed. Separation was confirmed as a defect. A device history record review for model 10013364 lot number 20077256 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25jul2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. As a physical sample was not received, a full investigation could not be completed, and a root cause was not determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 3 bd alaris¿ smartsite¿ secondary sets' tubing separated and leaked chemo during use, and 3 sets had kinked tubing issues. The following information was provided by the initial reporter: "we have at least 3 documented of the tubing snapping off and leading to significant spills of chemo. Noticing kinks in the tubing at the chamber site and have been manually untwisting them."